Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient lost function of his lower limbs around 12:15 pm, 15-20 minutes after leaving the facility where the device was implanted. At 12:30 pm, the patient was able to gain function again of his lower limbs lying down, however, once the patient was upright, he was not able to move his lower limbs again and lost bladder control as well. At 1:45 pm, after lying back down, the patient was able to gain control of his lower limbs again. At 4:00 pm, with the help of his wife and a cane, the patient was able to make it to the restroom where he continued not to have control of his bladder. The patient's implanting physician was notified of this event at 6:16 pm and the implanting physician recommended that the patient go in to the emergency room (ER) to get checked. The rep could not think of any factors that may have led or contributed to the issue as the physician used neuro-monitoring during the entire procedure and was able to confirm normal function of the patient. At the time of this report, the patient was on his way to the ER to be checked. It was noted the issue was not resolved at the time of this report. It was unknown at the time of this report if any surgical interventions had occurred as the patient was currently on his way to the ER to be checked. Additional information received from the rep reported that interventions/actions taken to resolve the patient's loss of control of his legs and bladder included the patient going to the ER to be checked. The patient's CT scan was clean and the patient was only getting weakness when stimulation was on. When the patient turned therapy off, normal function returned. The rep met with the patient two days later, on (B)(6) 2016, and reprogrammed him. The rep started the patient at subclinical settings and would slowly "titrate" therapy back up to therapeutic levels after confirmation that the patient was not experiencing the loss of control of his legs and bladder. The rep spoke with the patient at 2:15 pm after reprogramming at 8:30 am and noted that he would "titrate" the patient's therapy up the next day. The cause of the patient's loss of control of his legs and bladder was not determined as the CT scan was clean.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that pt mentioned they were having a bought of sciatica and had to go to the hospital. Asked if related to device/therapy and pt said since day of implant, they had not been able to use their ins over 3.5v. Pt said when they got home from implant surgery, their legs wouldn't move so they called the doctor and was told to go to the emergency room (ER). Pt said the ER eventually contacted the device manufacturer who advised the ER to turn pt's ins off. Pt said after doing that they could walk again 5 hours later. Pt said something wasn't right with the "insulation of the unit" as if they go above 3.5v their legs couldn't move andpt wasn't able to walk. Pt then said 3.5 would not cover their sciatic pain, so pt said they were in a conundrum as they could not turn ins above 3.5v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.